Event description:
Device malfunction: posterior foot breakage. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic heart catheterization procedure. Reportedly, when removing the plunger to retrieve the suture, no suture was present. The physician removed the device and used a second perclose proglide, but a second cuff miss occurred. When the second device was removed it was noticed that the posterior foot was detached and hanging from the link. The first device was inspected at that time, and it was noted that the posterior foot also had detached. Unsuccessful attempts were made to locate the detached foot of the initial closure device by angiography. The access site was noted to have enlarged, but manual compression was able to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. The second perclose proglide part# 12673-03, lot #60085 is being filed under medwatch MFR#2953144-2008-00043.